Event description:
New information received indicates that programming changes were made.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. No intervention was performed. The patient condition was unknown.